Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted without issue. Mapping was performed with a non-boston scientific mapping catheter, which was exchanged for a farawave pulsed field ablation catheter. During ablation, leaking of blood from the faradrive sheath valve was noted. The physician expressed concern for potential air ingress but declined to exchange the sheath. The procedure was completed successfully with the original sheath. No patient complications were reported. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted without issue. Mapping was performed with a non-boston scientific mapping catheter, which was exchanged for a farawave pulsed field ablation catheter. During ablation, leaking of blood from the faradrive sheath valve was noted. The physician expressed concern for potential air ingress but declined to exchange the sheath. The procedure was completed successfully with the original sheath. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.